Event description:
The surgeon used the holmium laser in a cysto room or with a laser fiber #200 and the following settings: energy 0.5, rate 10, watts 5.0. The laser fractured into two pieces at the portion the surgeon was holding. The laser caused a pin point burn on his right hand. His glove was removed and no intervention was needed for his hand. The laser was placed in standby mode, the fiber was removed from service, and it was replaced as the laser was still needed for ureteral stone lithotripsy. The urology coordinator was informed and notified the olympus rep to the issue. Testing will be performed by olympus. The procedure was completed as planned with no harm to the patient. Per site reporter: the olympus rep was notified the same day of the event and took the damaged fiber for testing. A replacement was issued.